Event description:
Implant date: 2006, it was reported that the patient underwent a three level acdf using infuse bone graft and an unknown construct. On pod 5, a CT scan demonstrated a hematoma. Additionally, x-rays revealed bilateral atelectasis. The patient was suctioned, and intubated. No re-operation at this time.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.